Event description:
It has been reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube has been found experiencing 20 occurrences of missing additive. The following has been provided by the initial reporter: clotted aliquots taken from the mother serum tube following coagulation and centrifugation, clots "of various shapes" disrupt pipetting on the pre-analytical instrument and the aliquot tubes contain clot extracts which contribute to clogging of the needles of the chemistry instruments.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube has been found experiencing 20 occurrences of missing additive. The following has been provided by the initial reporter: clotted aliquots taken from the mother serum tube following coagulation and centrifugation, clots "of various shapes" disrupt pipetting on the pre-analytical instrument and the aliquot tubes contain clot extracts which contribute to clogging of the needles of the chemistry instruments

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/6/2022 h.6. Investigation: bd received 4 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin was not observed. Bd was unable to duplicate the customer¿s indicated failure fibrin/fibrin mass because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10